Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 138 mg/dl to 96 mg/dl. During troubleshooting for the current occlusion alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. A new cartridge was loaded and the pump performed as intended.